Event description:
A hospital in (B)(6) reported via our distributor that the water feedset tube was leaking on two mr290 autofeed humidification chambers during use. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported via our distributor that the water feedset tube was leaking on two mr290 autofeed humidification chambers during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). We have recently received the complaint device at fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented humidification chambers were returned to fisher & paykel healthcare in (B)(4) where they were visually inspected for the reported damage. One of the returned chambers was from lot 120531 while the other was from lot 120723. Results: visual inspection of the two mr290 chambers revealed a break in the water feedset tubes where they connect to the chamber dome on both chambers. The surface of the break on both water feedset tubes was rough and not smoothly cut. A lot check revealed two other complaints of this nature. One from lot 120531 and the other from lot 120723. Conclusion: the damage observed on both the returned chambers appears to be the result of the tube being pulled away from the chamber dome, possibly due to the feedset tube being caught or under tension. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. We have conducted extensive testing of our mr290 chamber, with particular emphasis on feedset breaks. Significantly, we have not been able to replicate failure of the feedset tube. (B)(4). The user instructions that accompany the mr290 state the following: "set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."